Event description:
Same case as MFR report#: 2134265-2009-04795. It was reported that prior to an ablation procedure, a rotawire fracture occurred. The rotablator guide wire was placed. Upon attempting to perform the out of body test run of the rotalink plus, the proximal portion of the rotablator guide wire was sheared into two by the 1.50mm bur. The fracture was located on the proximal end of the guide wire, outside the pt's body. The rotablator guide wire was removed from the pt without incident. The procedure was successfully completed with another of the same device. No pt complication or injury was reported. The pt's status was reported as "fine."

Manufacturer narrative:
(B)(4).